Event description:
It was reported that post a coronary artery stenting treatment procedure, in-stent re-stenosis occurred. The target lesion was located in the 1st right postlerolateral branch (1st rpl) with 80% stenosis, a length of 15.0 mm and reference vessel diameter of 2.75 mm. The physician treated the target lesion with predilatation and placement of a 2.75 x 20 mm taxus express2 study stent with 0% residual stenosis. The patient was discharged the next day on aspirin and clopidogrel. In 2008, the patient underwent an adenoscan cardiolite stress test which found mild inferolateral ischemia with scar inferolateral tissue, and the patient was referred for cardiac catheterization performed the following month. The in-stent restenotic lesion in the pav was treated with balloon angioplasty with 0% residual stenosis. The patient was discharged the next day on aspirin and clopidogrel.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.